Event description:
During an l3-s1 percutaneous spinal procedure, the surgeon placed 8 screws, but 2 (l3r and l4r) were inaccurately positioned despite following the planned trajectory. A higher skive zone was acknowledged; however, the system showed the screws safely within the pedicle. While placing the l4 screw, the surgeon used a dilator that penetrated about 10 mm into the bone, indicating instrument skiving, yet the system displayed the instrument on the correct pathway.

Manufacturer narrative:
The investigation is pending. A supplemental report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
H6. Investigation findings: 213. Investigation conclusion: 4315. A visual inspection of the system components was completed, with no signs of physical damage observed. All internal cables are properly secured, and no loose connections were found. Accuracy and functional testing were performed successfully without any issues. The root cause could not be determined.